Event description:
It was reported to philips that the flexvision pc failed to boot on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided information and recommended replacement of the flexvision pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).